Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the sales rep received an answer during the hands-on session yesterday, so it will be shared them below. 1. Regarding the energy device used on the vaginal stump. Vessel sealing system, monopolar. 2. I've seen it break before. That occurred during an operation last year by dr. (B)(6), the same clinical department at the same hospital. However, the suture went too far into the area where it should be held by the scissors at the back of the needle holder of da vinci, so it ended up breaking even though the doctor thought he was holding it. The suture is not the problem. The occasional loosening was also due to the doctor was unfamiliar with the da vinci and his inability to utilize its functions. What is the current status of the patient? There is no abnormalities in the patient. It was reported that "it is usually fine, but sometimes it loosens": could you please confirm if this refers to similar incidents occurring in other procedures with the same product code (sxpp1b406) reported in this event? Maybe no if yes, could you please confirm if these events have been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? How many devices demonstrated the alleged deficiency? 1. What is the total number of procedures? Unk. It was indicated that the sales rep've seen other doctors occasionally break the suture: could you please confirm if these events have been previously reported to ethicon? This is probably an analogy that was witnessed by a salesperson at another hospital, so it cannot be identified. ? If this events have not been reported, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please provide the source or name of person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy with da vinci procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during a laparoscopic total hysterectomy with da vinci, when a 15cm, 0(1-0) spiral was used for the vaginal stump suture, it came loose. The sales rep visited the doctor to speak with him directly and confirm the details. The patient was a plump, young female with a tendency to bleed, and apparently had to be cauterized thoroughly to stop the bleeding. Even though it thought it had avoided the site and stitched by the spiral, it is possible that it may have sutured crushed tissue. The surgery was completed after it was tightened firmly, the peritoneum was pulled closer and sutured, and the patient was reported to be fine. It is usually fine, but sometimes it loosens, so the sales rep dug deeper and gathered more information. What was realized then was that the pitch was short. It turns out that the doctor was so focused on pulling closer the wound that the doctor actually shortened the pitch quite a bit and left a considerable distance between them for that. Apparently, there were times when he did not have enough suture to suture the vaginal stump. The sales rep had the doctor watch a surgical video by professor (B)(6) to help him understand the feel of the pitch and distance. The doctor said, "because I have no sense of touch, I don't know how hard to pull. I've seen other doctors occasionally break the suture." So, the sales rep explained to him about proper use and suggested a hands-on session with the robot. Also, the sales rep explained that we wanted to alleviate his anxiety so that he could perform future surgeries with peace of mind, and that we might be able to help him through a hands-on session on proper use. He was grateful. The sales rep plans to do this before his next surgery. The reason there were no returns of the product involved was that the suture of the vaginal stump was tightened firmly again and left in place, and the peritoneum above it was tightly sutured to complete the procedure. It was not a control release needle. Additional suture was performed to complete the case. This event was completed by performing an additional suture and tightening firmly during the surgery. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.